Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a off no power alarm on the insulin pump. The customer reported the alarm occurred after a battery change. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer stated they did not receive a low battery alert prior to the off no power alert. The customer stated they did not drop or bump the insulin pump. The customer also reported a motor error alarm. Troubleshooting found the insulin pump was able to fully rewind. It was also found the insulin pump passed a displacement test and a manual prime. The customer declined to return the insulin pump for analysis.